Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient alleges respiratory tract irritation, asthma (new or worsening) lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.